Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 3103 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis, asthma, depression, rheumatoid arthritis, psoriasis, ehlers-danlos syndrome, tonsillitis recurrent, anemia, dysfunctional uterine bleeding, parity 1, gravida ii, anxiety, menorrhagia and pelvic pain. Previously administered products included: mirena. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3233 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, blilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus (B)(6) 2013. As per mr: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: normal endometrial cavity tubal occlusion with appropriate. Location of essure. Complications: none. Procedure: the uterine cavity and evidence for tubal spi11age were observed. The findings were noted as above. A picture was taken to document this and then the procedure was terminated. The patient tolerated the procedure well and was discharged to opsu for discharge home. Essure catheters are seen overlying each fallopian tube. No contrast passes through either fallopian tube. The fallopian tubes arc occluded based on this single image. Impression: the fallopian tubes are occluded. [Pathology test] on (B)(6) 2021: final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy:benign cervix. Benign secretory endometrium. Adenomyosis. Benign fallopian tubes. Specimen(s) received: cervix, uterus, bilateral fallopian tubes. Gross description: right fallopian tube: the proximal portion has a metal coil within the lumen. Left fallopian tube: within the proximal aspect, there is a metal coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 3103 days after essure insertion, she underwent medical device removal. (Seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: ptc information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.